Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer called initially to report that the insulin pump was shooting the insulin out during the manual prime. It was then stated on another phone call that the customer had been hospitalized for high blood glucose and the reading was 174 mg/dl. The customer requested to be hospitalized because of the insulin pump malfunction. Nothing further was reported.